Event description:
It was reported during a laparoscopic cholecystectomy the er320 clip applier from a chole kit applied 3 clips properly and the fourth clip was spit out of the jaws unformed as it was reloading. The case was completed with the same er320. There was no consequence to the patient.